Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and deformed. Resistance testing found the lead was electrically continuous. An x-ray was performed and no fractures were noted. The helix was noted to be deformed.

Event description:
Boston scientific received information that this lead was an attempted implant. Upon attempt to reposition the lead, the helix would not retract. The lead was not used. Additional venous access was required to implant a new lead. There were no additional adverse patient effects reported. The lead was returned for analysis.